Event description:
It was reported that the patient is deceased and died the evening of implantable pulse generator (ipg) system implant. The patient had been checked by the nurse and no anomalies were noted. Ten minutes later, the patient¿s condition deteriorated suddenly and the patient died. An autopsy was performed and noted that a hole was observed on the ventricular myocardium and on the epicardium and a perforation of the ventricular lead was suspected. Three hundred and eighty milliliters of blood was found out of the epicardium and an ascending aortic dissection was also found on autopsy.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).